Manufacturer narrative:
The reported event is confirmed via CAPA associated. This is addressed by CAPA 12474540 visual evaluation of the returned six photo samples noted one opened (without original packaging) used silicone foley catheter with syringe. Visual inspection of the first photo sample shows an overview of the silicone foley catheter with a cut portion of the inlet tube, the tamper evident seal, and the connected syringe. The second photo shows the catheter balloon. The third photo sample shows an enlarged image of the silicone foley trifurcation site with a highlighted arrow pointing. The fourth photo shows the enlarged image of the silicone foley trifurcation site. The fifth photo shows the inflation valve/cap with material number 119314 and manufacturing lot number ngjw2608. The sixth photo shows the product label with lot number mykn5226 and tray number29000j14. The condition of the affected catheter could not be confirmed from the photos provided. Functional testing was not possible based solely on these photos. Received a 3 way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Visual inspection noted no obvious observations. The catheter tested for "difficult to deflate". During testing, the catheter balloon was inflated with 10 ml of solution using the returned syringe and there were a couple droplets leaking around the trifurcation. Attempted to deflate balloon passively and only 1 ml could be withdrawn. Using the in-house luer lock syringe, deflated balloon in 1 minute and 52 seconds with only a couple drops still leaking from around the trifurcation. Further inspection noted a 0.011" pinhole at trifurcation. This is out of specification per inspection procedure (B)(4), revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is confirmed against the returned syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Refer to CAPA 12474540 for further details. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, the foley catheter water could be pumped in but not removed. The retrieved product was returned with the balloon in an expanded state. Per investigator's notification received on 18feb2026, it was reported that sing the in house luer lock syringe, deflated balloon in 1 minute and 52 seconds with only a couple drops still leaking from around the trifurcation. Further inspection noted a 0.011 pinhole at trifurcation was found during sample evaluation.

Manufacturer narrative:
Initial reporter full facility name provided (B)(6) hospital. The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pre-testing, the foley catheter water could be pumped in but not removed. The retrieved product was returned with the balloon in an expanded state.